Event description:
It was reported that the implantable pulse generator (ipg) was upgraded from a single chamber device to a dual chamber device for pacemaker syndrome. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).